Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, the pacemaker was found to be in back-up vvi due to software corruption. The device was successfully restored. The patient was in stable condition.